Manufacturer narrative:
(B)(6).

Event description:
The affiliate stated the customer reported erratic troponin I (access accutni) results, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. Results of 0.032, 0.053, and 0.012 ug/l were obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in becton dickinson (bd) rapid clot tube and centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 19 degrees celsius. The sample was analyzed from the primary tube. No sample integrity issues were reported. Data analysis indicates system check, calibration and quality control (qc) were performing within assay and instrument specifications. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.